Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to noise and impedances greater than 2500 ohms. The physician believes the pin was not set far enough in the header. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.